Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has reported the loss of therapeutic effect for implantable neurostimulator (ins). Patient reported incidents of severe diarrhea for 3-4 hours on one day last may, at the end of dec, and yesterday. Patient was not feeling stimulation and therapy was on. Patient increased the amplitude and now they were able to feel the stimulation in correct area. Caller switched from program 2 at 0.6 v to program 3 at 2.8 v. Caller reported 2.8 v was 'very powerful' decrease stim sensation to 2.5 v. Patient was advised to consult with doctor for more information. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.